Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon. Also it was found the g1 board failure of the subject device which caused no turning on. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not turn on at the unspecified timing. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be determined. [Consideration] from the following facts, the cause of the reported phenomena was that the g1 board of has failed. The cause of the g1 board failure could not be identified. In addition, since the subject device was not returned to the manufacturing site, and it could not be confirmed any abnormalities inside the subject device other than the reported phenomena and it could not be presumed the cause. Facts confirmed from the investigation. -it was confirmed by the inspection of olympus service operation repair center (sorc) that it was found the g1 board failure. -there was no internal failure of the subject device other than the reported phenomenon. -the subject device was not returned to the manufacturing site. If additional information becomes available, this report will be supplemented.